Event description:
It was additionally reported that the intention of the controller exchange of (B)(6) was to solve the driveline power fault by exchanging the modular cable. This exchange was done with a new controller to provide the patient with a 1.7 software version of the controller. The patient did not experience any adverse effect as a result of the exchange.

Manufacturer narrative:
Section b3: date of event corrected. Section d6a: date of implant corrected. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the system controller and left ventricular assist device (lvad) log files revealed corrupt timestamps indicative of a complete loss of external power as well as full depletion of the system controller backup battery, which would have caused the pump to stop. The submitted system controller log files captured controller clock corrupt alarms active prior to (B)(6) 2025. The alarms were associated with corrupt timestamps in both the system controller and lvad log files. These events are indicative of a complete loss of external power as well as full depletion of the system controller backup battery, which would have caused the pump to stop for an undetermined amount of time. The controller clock corrupt alarms were observed within log files retrieved from two different system controllers, indicating that this sequence of events could have occurred on multiple occasions. It should be noted that the events leading up to these alarms were overwritten by newer incoming events, per design, and therefore a specific root cause for these alarms could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate 3 left ventricular assist system, serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) IFU and the heartmate 3 lvas patient handbook are currently available. Chapter 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions as well as the appropriate actions associated with each condition. These documents also warn of events that may cause the pump to stop and how to prevent pump stops from occurring. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient presented with a driveline power fault. The modular cable and system controller were exchanged, which resolved the alarm. The patient had undergone a system controller exchange on (B)(6) 2025 from (B)(6). Further review of the controller and lvad log files revealed corrupt timestamps indicative of a complete loss of external power as well as full depletion of the ebb, which would have caused the pump to stop.